Manufacturer narrative:
This report is being submitted late as the reportability decision was reassessed upon completion of the investigation. Review of device history records show the lot released with no recorded anomaly or deviation. The IFU (instructions for use) contains directions for use of the system. The IFU also states "intraoperative fracture or weakening of the device can occur if excessive force (torque) is applied." The product remained implanted and no x-rays, scans or pictures were provided; therefore the complaint is non-verifiable. The most likely underlying cause of the complaint could not be determined as the product was not returned.

Event description:
The sales associate reported the band broke when the surgeon pulled up on it to reduce the sternal halves. There was enough of the band remaining to where the surgeon was able to use a pair of needle holders to assist with the pulling up the band. He was successful in tightening the band and the band remained implanted. The remainder of the broken band remained attached to the tower. There was no delay that exceeded thirty minutes and no injury to the patient.